Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the rear response button was intermittently non-functional. The cause for the failure was an off center metallic dome, causing intermittent contact. The root cause for the off center dome could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During investigation of monitor sn (B)(4) for an unrelated issue, a reportable device malfunction was found. The monitor had non-functional response buttons.